Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('so glad you got it out') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced complication associated with device ("that horrible to see your coil like that"), arthralgia ("joint pain"), arthritis ("arthritis"), polycystic ovaries ("pcos"), excessive granulation tissue ("granulation") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure coils removed/laproscopic hysterectomy with vaginal assit). Essure was removed. At the time of the report, the medical device removal, complication associated with device, arthralgia, arthritis, polycystic ovaries, excessive granulation tissue, alopecia and weight increased outcome was unknown. The reporter considered alopecia, arthralgia, arthritis, complication associated with device, excessive granulation tissue, medical device removal, polycystic ovaries and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event: "granulation". New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('so glad you got it out') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced complication associated with device ("that horrible to see your coil like that"), arthralgia ("joint pain"), arthritis ("arthritis"), polycystic ovaries ("pcos"), excessive granulation tissue ("granulation") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure coils removed/laproscopic hysterectomy with vaginal assit). Essure was removed. At the time of the report, the medical device removal, complication associated with device, arthralgia, arthritis, polycystic ovaries, excessive granulation tissue, alopecia and weight increased outcome was unknown. The reporter considered alopecia, arthralgia, arthritis, complication associated with device, excessive granulation tissue, medical device removal, polycystic ovaries and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('so glad you got it out') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication associated with device ("that horrible to see your coil like that"), arthralgia ("joint pain"), arthritis ("arthritis") and polycystic ovaries ("pcos"). The patient was treated with surgery (essure coils removed/laparoscopic hysterectomy with vaginal assist). Essure was removed. At the time of the report, the medical device removal, complication associated with device, arthralgia, arthritis and polycystic ovaries outcome was unknown. The reporter considered arthralgia, arthritis, complication associated with device, medical device removal and polycystic ovaries to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: reporter added. New event added pcos. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('so glad you got it out') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication associated with device ("that horrible to see your coil like that"), arthralgia ("joint pain") and arthritis ("arthritis"). The patient was treated with surgery (essure coils removed). Essure was removed. At the time of the report, the medical device removal, complication associated with device, arthralgia and arthritis outcome was unknown. The reporter considered arthralgia, arthritis, complication associated with device and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 19-mar-2020: this is a retention case. All the information: reporter¿s information. Event: joint pain, arthritis pain added. References details and source documents were transferred from deletion case no. (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of complication associated with device ('that horrible to see your coil like that') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coils removed). Essure was removed. At the time of the report, the complication associated with device outcome was unknown. The reporter considered complication associated with device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: that horrible to see your coil like that. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.